Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and found corroded left and back buttons on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarming stuck button. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer unable to clear the stuck button alarms, keypads were not responding. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states the time and minutes was changing. Customer states they were unsure if they pressed a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.